Manufacturer narrative:
Ge healthcare recommended the replacement of the base and casters. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the chassis is defective, the wheels are wobbling. There was no report of patient involvement.